Event description:
Related manufacturer reference number: 2017865-2022-46777, related manufacturer reference number: 2017865-2022-46778. It was reported that the patient presented for a follow-up in clinic with skin erosion and infection at the implanted device pocket site. The implantable cardioverter defibrillator (ICD), right atrial lead and right ventricular lead were explanted due to infection. The patient was in stable condition throughout the procedure.